Manufacturer narrative:
(B)(6). The serial number on the returned sample is (B)(6). No lot number was reported. The lot number for the returned sample is 18f24k0053. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 2m, 3.5cm and 60.5cm from the distal tip. The iabc central lumen was noted broken at approximately 4.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document d0007914. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the pre-viously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back load-ed through iabc distal tip. The guidewire met resistance and could not advance at approximately 1.8cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 21.5cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint for "the central lumen was broken" is confirmed. During the investigation, the intra aortic balloon catheter (iabc) central lumen was noted broken and can result in the inability for the bladder to inflate. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investiga-tion due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", the catheter inserted into the patient through the right femoral artery. The pump alarmed the balloon can not inflate completely, and fluoroscopy revealed that the central lumen was broken". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the catheter inserted into the patient through the right femoral artery. The pump alarmed the balloon can not inflate completely, and fluoroscopy revealed that the central lumen was broken". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported as "fine".